Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic for a follow up via merlin.net transmission. Review of the transmission showed the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not experience any adverse event as a result of the oversensing. The physician elected to continue to monitor the patient remotely.